Event description:
The customer stated, there were no audible tones. Troubleshooting was performed and the insulin pump did not beep during the tone test. The customer also reported, the insulin pump having a blank screen, which was corrected by changing the batteries.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.